Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 51 mg/dl. The customer stated that he had been experiencing low blood glucose levels for (B)(6). Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.